Event description:
It was reported by the customer that a bd pyxis¿ medbank tower aux, the user was unable to issue the medication, as the drawer failed to open. The customer reported that the malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of this incident, it was determined that the drawer failed to open and unable to issue medication. A technical support specialist (tss) dialed into the station and guided the customer through the process. It was observed that the issue button was missing, the customer was instructed to log out completely and restart the application. Once the application was relaunched, the user signed in and attempted to issue the medication again and the drawer opened as expected, indicating that the issue was resolved. The system functioned as intended after the technical support specialist repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower aux, the user was unable to issue the medication, as the drawer failed to open. The customer reported that the malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.